Manufacturer narrative:
Please note that this MDR was updated to reflect the catheter revision kit rather than the pump. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. As the device was discarded, no additional evaluation or investigation was able to be performed on it. Per the instructions for use of the device, device migration is a possible risk of use of the intrathecal catheter. Internal complaint number: (B)(4).

Event description:
Through additional communication between post market surveillance and a representative covering the issue, details about the issue were able to be confirmed. It was confirmed that the patient underwent a catheter revision due to experiencing pain after a "pop" in their back. This pop was said to have occurred when the patient turned over in their bed. During the catheter revision, the doctor found the catheter in the tissue pocket.

Manufacturer narrative:
Pending review of device history record and follow up information. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was unable to be aspirated. Representative stated that the physician isn't able to aspirate when trying to do a dye study and access the cap. Physician says that they feel the needle go into the cap, and they push it in until it hits the bottom, but it still isn't able to aspirate.